Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged into the main coronary sinus and also had high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.